Event description:
It was reported that during a tka procedure, a bone pin became lodged in the tissue protector during the insertion of the pin into the patient's tibia. While holding the tissue protector, the surgeon attempted to remove the pin with a powered handpiece. The pin broke at the junction of the tissue protector and the pin inserter. The surgeon then removed the second pin which had been previously inserted and was able to remove the broken pin that was lodged in the tissue protector by spinning the tissue protector allowing the pin to unthread from the bone. The surgeon completed the procedure by placing the remaining pins freehand. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.